Event description:
Device issue: needle-to-cuff miss, detached portion of posterior foot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, potential foreign body in pt. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a posterior needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. During examination of the initial proglide device, when the lever was lifted to deploy the foot, it was noted that the posterior portion of the foot was missing. It was not believed that "the device was pulled back with tension significant enough to snap the footplate, as the operator didn't feel or hear anything to indicate this had happened." Although the physician believed there was very little chance that the posterior portion of the foot remained in the pt, the pt was monitored for the next 24 hrs to ensure that there were no post procedural issues. Upon follow up there was no evidence that the foot had embolized and blocked any arteries. There were no reported adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.